Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. The device's power module was determined to be the cause of the reported issue. Repair of the device has not yet been completed. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Device did not power on with ac and intermittently would not power on with dc power. Stryker replaced the device's power module to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed power module and determined it had a faulty/inoperative ac portion, no battery charge or operation in ac only mode.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.